Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-16843; 2017865-2020-16845. It was reported that patient presented with a pocket infection. The entire implantable cardioverter defibrillator system, including leads, was explanted on (B)(6) 2020. Patient was stable after the procedure.